Event description:
A malfunction was reported, with the malfunction code displayed as "malf 1" and a fault ID available. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as the malfunction code was not resettable.